Event description:
N/a

Manufacturer narrative:
Corrected fields: d4. Updated fields: (type of investigation, investigation findings, investigation conclusions), h11a getinge field service engineer(fse) was dispatched to evaluate the iabp unit, the fse was not able to reproduce the problem stated by customer. Unit was due for safety disk replacement per periodic maintenance schedule. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit leak test failed. There was no patient involvement.